Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise; an insulation anomaly was suspected. The patient is pacemaker dependent and was symptomatic. The lead was capped and replaced on (B)(6) 2019. The patient was stable, no adverse event was noted before, during and after the procedure.

Event description:
New information received noted that the patient experienced dizziness.